Event description:
The facility reports the resident was being lifted off the floor with a toileting sling. All four clips were attached. As the resident was being lifted (about 10 cm off the floor), the clip broke in two. The resident was immediately lowered back onto the floor. No injuries were reported, but the resident was very shocked.

Manufacturer narrative:
The sling was not returned to the manufacturer for further evaluation; no pictures were provided either. No serial number or production date was provided to enable the investigation. The reported breakage is consistent with previous reports and tests that show that breakage with sling used within the safe working load conditions only occurs if clips have been damaged before use (e.g. By a drying press). Based on the information provided, the manufacturer concludes the clip was probably damaged before use, resulting in the actual coming apart of the clip early in the lifting cycle. It appears the sling was not checked prior to each and every use, as directed in the instructions for use of the product. The washing instructions on the label and instructions for use may not have been followed. The manufacturer recommends care personnel be reminded of the importance of checking the slings and clips for defects before each and every use and of the washing instructions.